Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has been experiencing elevated blood glucose blood glucose (bg) levels with an unknown cause. The bg values are unknown. Bgs were treated with correction boluses. The customer was instructed to consult with the healthcare provider regarding bg level.